Event description:
Reportedly, the device did not deliver defibrillator energy to a pt through pediatric paddles. The basis upon which this allegation was based was not reported. The pt was not resuscitated. The reporter stated the pt outcome was not the result of the reported discrepancy, due to a lack of pt viability.